Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 419 mg/dl and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that the pacemaker dependent patient fainted and was brought to the hospital. A temporary pacing wire was inserted. The patient was seen in the clinic and intermittent capture was observed. The lead was explanted and replaced.